Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted in greater than 2 seconds of pacing inhibition and asystole to the patient. The patient was not symptomatic with the asystole. The noise is unable to be reproduced and the impedances remained stable. The patient will continued to be monitored at this time. It was also reported that the patient has chronic high rv thresholds.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in three segments. The terminal segment including all terminal connectors severed at 11 cm from is-1 pin, a middle segment both ends severed, 11.5 cm in length and with only trilumen insulation as there were no conductors in this segment, another middle segment severed on both ends which measured 36 cm in length. This segment included proximal shocking coil which was stretched during the explant and calcium deposits (9 mm of 70 mm of shocking coils). The tip section which includes the distal shocking coils was not returned. All returned segments passed electrical testing. Further inspection noted that the two sets of set screw marks on each of the df-1 terminal pins were in the correct location. However of the two sets of set screw marks noted on is-1 terminal connector, one was in the correct location and the other was at the front end of the pin ring, but both appear to have contacted with pin ring. Analysis was unable to confirm the field allegation with the returned lead segments.

Event description:
This lead was explanted almost four years later during a device upgrade procedure and returned for analysis.